Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.